Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of the two reports. This report represents the pump and the other report represents the automated impella controller. Refer to section h.10 for the related report number.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. There were intermittent loss of placement signals which spontaneously resolve without change in motor current or flows during impella cp support. There was no harm to the patient reported and support continued until the impella cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation was completed. No product was returned for evaluation. Optical signal issue: clinical details noted a "controller error" alarm with the loss of ao and lv placement signals. No change in motor current or pump flows. No hemodynamic changes noted. Alarm spontaneously resolved and issue was intermittent throughout remainder of support. Data logs were reviewed and at time of "controller error" alarms, placement signal spiked to 3000 and all optical parameters spiked out of spec then resolved to normal values. Upon review of returned data logs, it is apparent that the console is the potential cause of the issue. No problem was found with the pump upon review of data logs and clinical details. Device history review was completed and passed all post-sterile inspection checks.